Manufacturer narrative:
Investigation conclusion: retention products were tested with hcg qc samples at cut-off and clinical urine samples with high hcg levels. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving four false negative hcg results using the consult hcg urine cassettes on four patients. The customer reported not using a timer for these tests. Each of the patients insisted that home pregnancy tests conducted several times produced positive results. The customer repeated the consult hcg urine cassette test each time and received a faint positive result after the designated read time. Although requested, the customer was unable to provide any additional information regarding any of the patients.